Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. During the procedure, the fixation tab was broken during use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: please provide the lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. The following information was received: qty to be returned : 1 - 0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 2360 g /m.